Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 15x3mm target lesion contained <=45 degree bend and was located in the mildly tortuous and moderately calcified left circumflex artery (lcx). A non-bsc guidewire was advanced to cross the lesion. Following predilation with a 2x8 emerge balloon catheter, a 3.00x16mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, while advancing the device towards the lesion, the stent was blocked in the middle of the lesion and could not be advanced. The device was removed and the physician noted that some cells of the stent were damaged. Additional dilation was performed with a 2.5x8 emerge balloon catheter and the procedure was completed with a 3x16 promus premier stent. No patient complications were reported and the patient's status was stable.